Event description:
The surgeon is not able to see through the scope.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the image on the device was blurry due to the dirty objective lens. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.